Event description:
It was reported that the procedure was to implant a non-abbott coronary sinus narrowing device via the right internal jugular. Cannulation of the coronary sinus (cs) with a multipurpose angiographic catheter was reported to be easy. The physician wanted to obtain more distal wire access to ensure proper support when loading and advancing the non-abbott device. The catheter was bucking, thus the physician thought a more supportive guidewire would keep it engaged. The j guidewire was exchanged for the supra core guidewire, which curled [prolapsed] on itself after exiting the end of the catheter and the catheter could not be advanced further distally. The guidewire was pulled back so it was straight and only up to where the cs curves into the myocardial/atrial ridge, and implantation proceeded without concerns or issues. The non-abbott device balloon was inflated to 2mm, then to 2.5mm, and held for 60 seconds. During retrieval of the balloon, the guidewire was advanced to assist removal of the guide catheter. The guidewire was advanced to the curve of the cs again, and the diagnostic catheter was inserted over the guidewire; the supra core guidewire was then removed. Final angiography revealed a dissection at the cs curve which extended to the non-abbott device. Protamine was administered. A table side echocardiogram provided confirmation that there was no pericardial effusion. Fluoroscopy, approximately 8 minutes later, showed that the contrast had been absorbed or dissipated. The patient is stable following the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that may contribute to difficulty advancing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. It is likely that interaction with the anatomy caused the gw folds/prolapsed upon itself. The patient effect of dissection is listed in the hi-torque guide wire instructions for use as a known patient effect of coronary stenting procedures. There is no indication a product quality issue with respect to manufacture, design or labeling of the device.